Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's implantable cardioverter defibrillator (ICD) pocket hematoma could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an implantable cardioverter-defibrillator (ICD) generator change on (B)(6) 2023 due to low battery. The patient reported chills but no fever after returning home from the generator change and they were started on empiric antibiotics for five days. There was no further mention of site until the patient went to an outside emergency room (ER) for bloody drainage from the ICD pocket incision starting on (B)(6) 2023 . It was noted that the patient's international normalized ratio (inr) was 1.6 just before that time. The patient's study drug was held starting (B)(6) 2023 until it was ok'd to restart by the surgical team. The patient was transferred from that outside ER to their following hospital on (B)(6) 2023 with a hematoma of the ICD generator pocket. It was noted that while the surgical report for the ICD generator change on (B)(6) 2023 did not mention any problem with the generator pocket, the electrophysiology (ep) consult note on (B)(6) 2023 stated that the patient had pocket hematoma prior to start of generator change and that an antibacterial envelope was used around the generator. It was also noted that the patient had ongoing anemia prior to the generator change. Hemoglobin (hgb) at that time was 8.2 gm/dl, and hgb on (B)(6) 2023 was 8gm/dl. The patient underwent surgical pocket hematoma evacuation on (B)(6) 2023. Cultures of the pocket were taken, but as of (B)(6) 2023 there was no diagnosis of infection. Empiric antiobiotics were continued. Also on (B)(6) 2023 the patient had continued evidence of hematoma and required ICD pocket exploration, evacuation of the hematoma, and drain placement. Oral antibiotics were given on (B)(6) 2023 and the patient was discharged on (B)(6) 2023 with no formal diagnosis of infection. Antibiotics were to be continued through discharge on (B)(6) 2023.